Event description:
In 2001 the end-user called disetronic and stated that the luer lock has cracked horizontally. Luer connector cracked when end-user was connecting tender to h-tron cartridge. In 2001 maersk medical received the complaint and the used tubing.